Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time regarding the revision. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate and intermittent stimulation. The patient was also having difficulty charging the ipg. Database analysis revealed high impedances on some electrodes, and the ipg revealed no anomalies. X-ray was taken and revealed lead fracture. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing inadequate and intermittent stimulation. The patient was also having difficulty charging the ipg. Database analysis revealed high impedances on some electrodes, and the ipg revealed no anomalies. X-ray was taken and revealed lead fracture. The patient will undergo a revision procedure.